Event description:
The customer declined to perform troubleshooting. It was reported that the customer was hospitalized due to hypoglycemic seizure. The reported blood glucose reading was 130 mg/dl at the time of the event, which was after he was treated by the paramedics. The customer stated that as a result of the event he has a compressed vertebrate. Troubleshooting was performed. The insulin pump was programmed correctly. The displacement test passed. The customer stated that an issue with the infusion set caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.